Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant the proximal portion of the retention sleeve completely separated from the rest of the retention sleeve at the point of the proximal suture groove. The physician was tying the last suture on the proximal groove of the retention sleeve. The portion was separated from the rest of the sleeve, but still around the lead. The physician cut it off and discarded it, leaving the remaining retention sleeve secured with two suture ties. There were no observed or reported patient complications. The lead was implanted and is still in use.